Manufacturer narrative:
This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet (B)(4) manufactures a similar device that is cleared or distributed in the united states. The manufacturer received other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the left side and started experiencing sudden pain in the left hip. From the x-ray it was reported that the cone part of the proximal shaft had fractured. It is not known if a revision surgery has taken place yet.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of initial medwatch. Investigation of this incident is currently ongoing, a follow up report will be submitted when additional information becomes available. Zimmer biomet (winterthur) will proceed with the investigation. An additional report will be submitted as soon as the investigation results are available. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the left side and started experiencing sudden pain in the left hip. From the x-ray it was reported that the cone part of the proximal shaft had fractured. Revision performed on unknown date.

Event description:
Investigation results are now available.

Manufacturer narrative:
Ii. Investigation and conclusion . 1. Event description: it was reported that the patient underwent a tep procedure on an unknown date in the year 2006. On (B)(6) 2021 the patient felt a sudden pain in the left hip. From the x-ray, it was reported that the taper part of the stem had fractured. Harm: s3 - instability, moderate hazardous situation: implant deteriorates, breaks or loses function postoperatively. 2. Review of received data: - no medical data relevant to the case has been received. - due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. 3. Product evaluation: - the acetabular and femoral components were received for investigation. The cup, head adapter /sleeve as well as the large diameter head are not manufactured by zimmer biomet. The competitor products are not further investigated. The cls stem shows bone attachment especially on the distal half on the anchoring surface.the stem is fractured at the neck distally from the taper. The fracture surface can be divided into two areas. One area is half-moon shaped and shows a polished surface and wear with a small descending ledge. The remaining surface reveals a fracture surface with the fracture's origin from the middle starting at the edge of the half-moon shaped area. Under certain light condition some beach marks are visible. The fracture piece of the stem taper is located within the head adapter / sleeve. The fracture piece of the taper has the same cross section as the fracture surface of the stem. The end of the taper seems to be deformed in such a way that the removal of the fragment from the head is prevented. 4. Review of product documentation: - device purpose: this device is intended for treatment. - product compatibility: the product combination was not approved by zimmer biomet. The zimmer biomet stem was combined with competitor products. - DHR review: review of the device history records identified no deviations or anomalies during manufacturing. 5. Conclusion: it was reported that the patient underwent a tep procedure on an unknown date in the year 2006. On (B)(6) 2021 the patient felt a sudden pain in the left hip. From the x-ray, it was reported that the taper part of the stem had fractured. Based on the investigation the reported event can be confirmed. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). The fractured stem was received for investigation and showed that the stem taper was worn and then fractured. Therefore, based on the given information and the results of the investigation, we identified the root cause to be the product combination that was not approved. The combination of the zimmer biomet stem and the competitor's head and adaptor/sleeve contributed to wear of the stem taper which finally resulted in its fracture. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
Investigation results were updated. Correction: b4, g3, h6, h10. Investigation and conclusion 1. Event description: it was reported that the patient underwent a tep procedure on an unknown date in the year 2006. On (B)(6), 2021 the patient felt a sudden pain in the left hip. From the x-ray, it was reported that the taper part of the stem had fractured. Harm: s3 - instability, moderate hazardous situation: implant deteriorates, breaks or loses function postoperatively. 2. Review of received data: no medical data relevant to the case has been received. Due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. 3. Product evaluation: the acetabular and femoral components were received for investigation. The cup, head adapter /sleeve as well as the large diameter head are not manufactured by zimmer biomet. The competitor products are not further investigated. The cls stem shows bone attachment especially on the distal half on the anchoring surface.the stem is fractured at the neck distally from the taper. The fracture surface can be divided into two areas. One area is half-moon shaped and shows a polished surface and wear with a small descending ledge. The remaining surface reveals a fracture surface with the fracture's origin from the middle starting at the edge of the half-moon shaped area. Under certain light condition some beach marks are visible. The fracture piece of the the stem taper is located within the head adapter / sleeve. The fracture piece of the taper has the same cross section as the fracture surface of the stem. The end of the taper seems to be deformed in such a way that the removal of the fragment from the head is prevented. 4. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the product combination was not approved by zimmer biomet. The zimmer biomet stem was combined with competitor products (head/adapter). The product combination was not approved by zimmer biomet. The zimmer biomet stem was combined with competitor products which is against given guidance as per IFU which says: implants and implant parts must only be combined with components belonging to the same system or with components of the approved compatible systems. No liability is accepted for products of third parties that are used by the purchaser or user. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. 5. Conclusion: it was reported that the patient underwent a tep procedure on an unknown date in the year 2006. On (B)(6), 2021 the patient felt a sudden pain in the left hip. From the x-ray, it was reported that the taper part of the stem had fractured. Based on the investigation the reported event can be confirmed. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). The fractured stem was received for investigation and showed that the stem taper was worn and then fractured. An incompatible combination of products has been used which may have contributed to the reported failure. However due to limited information, a definitive root cause could not be determined. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed again. Zimmer biomet's reference number of this file is (B)(4).

Event description:
No event update. Investigation results have been updated.